Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with unresponsive act button due to corroded keypad traces. Unable to perform the displacement test due to unresponsive keypad. However, no unexpected button error alarm was observed during testing. Cracks to the lcd window, case, reservoir tube lip, battery tube threads, belt clip slot and a scratched reservoir tube window also noted.